Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was missing when the customer removed it from the site of insertion. The customer's blood glucose was 110 mg/dl at the time of incident. Troubleshooting was not performed and device is not expected to be returned for analysis.